Manufacturer narrative:
(B)(4). This complaint for leak (and connection issue) was not confirmed. A root cause was not identified. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer had contacted baxter to report that leaking was detected in a cassette the night before "where the connection is that you twist, right there at the port." The connection was loose and it not connecting securely, therefore it was leaking. Patient involvement was unknown. During a follow up with the home patient (hp) regarding the reported problem, it was found that the loose connection was actually between the clear patient line tubing of the cassette and the patient line connector (the white plastic connector that sits on top of the patient line, which connects to a transfer set). The hp explained that it just popped off after connection, and solution started to spill. A cause was unknown. The hp stated that they had stopped the homechoice (hc) machine and started over with new supplies. They stated this all occurred during the first drain. The hp quickly clamped off the transfer set, discarded the supplies, and started over using all new supplies. Per hp, there were no issue with the transfer set, and that it is still in use. The hp confirmed that she had no injury or harm as a result of this event. The hp stated therapy overall has been going very well. There was patient involvement, but no patient injury or medical intervention indicated. No further information was provided.